Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occured. The leak was visually observed running down the outside of the dialyzer shaft, starting from where the shaft connects (twists on) to the end of the dialyzer and the machine alarmed. Estimated blood loss was less than 100cc's. Pt had no adverse effects. Sample is not available; sample was discarded.